Manufacturer narrative:
The console was field service at the user's facility. The exterior and interior of the console were inspected. The coolant was filled to maximum level. The laser cavity was inspected and found to be within specification. All optics were verified as clean, aligned and passing required pretests . The console measurable parameters were found to be within manufacturers specifications. Therefore, the reported allegation was not confirmed.

Event description:
It was reported that the console displayed errors 270 - system not operational for treatment. To operate the system, turn the key switch, 58 - self test process failure (one of the tests completed with fail status), 150 - laser deck - fiber not connected, and 50 - fiber has reached maximum energy. Also, there was a smell like it was burning. There was no patient involved.

Event description:
It was reported that the console displayed errors 270 - system not operational for treatment. To operate the system, turn the key switch, 58 - self test process failure (one of the tests completed with fail status), 150 - laser deck - fiber not connected, and 50 - fiber has reached maximum energy. Also, there was a smell like it was burning. There was no patient involved.